Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair and cystoscopy due to sui and cystocele. It was reported that following insertion the patient experienced extrusion and urinary problems. It was reported that the patient underwent mesh removal on (B)(6) 2012 concurrently with destruction of lesions and cystoscopy due to frequency, mesh exposure and granulation tissue. (B)(4).

Manufacturer narrative:
It was reported that patient underwent a cadaveric fascial sling procedure, cystocele repair and a cystoscopy with hydrodistension on (B)(6) 2014 due to sui, cystocele and bladder pain. (B)(4).